Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevation of vad flow and power consumption, ldh 300.additional information was also provided:did patient experience a thrombus event: no.device malfunction: yes.device malfunction causative factor: no cause identified.

Manufacturer narrative:
Approximate age of device ¿ 1 day. The pump was returned to the manufacturer for evaluation. A direct correlation between the device, and the pump power elevations could not be determined. Additionally, a correlation between the device and the reported ventricular tachycardia could not be determined. Review of the submitted system controller log file confirmed two elevations in pump power that correlated with elevations in estimated flow. A specific cause for the event could not be determined. There were no atypical alarms associated with the pump power elevations. Examination of the sealed inflow conduit and outflow elbow revealed no deposition or thrombus formation. Examination of the pump¿s blood contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use addresses power changes and states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, and the estimated flow is a value that is calculated from power and speed. Changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient experienced elevations in pump power that continued throughout the day. It was also reported that the patient was experiencing increased amounts of ventricular tachycardia so the surgeon elected to leave the patient¿s chest opened. The hospital staff decreased the pump speed to 8600 rpm and noted that the power remained elevated. A decision was made to close the patient¿s chest and perform an echocardiography ramp test while in the or to see if the lvad was functioning. On (B)(6) 2015, the ramp study was completed and the pump seemed to be functioning; however, since the pump power still remained elevated after decreasing the speed, the surgeon decided to exchange the patient¿s pump.